Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The proximal segment of the implant was stretched into wire. The entire coil was present. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in spec. The device introducer was not included for eval. The microcatheter used with this device was returned and appeared normal in spec. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile force of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or no-nonconformances were observed. (B)(4).

Event description:
During the treatment of an aneurysm, the physician chose to remove the coil from the aneurysm. In doing so, the coil detached from the delivery pusher as it was withdrawn into the microcatheter. The coil was retrieved successfully using an intravascular snare. No harm was reported.